Event description:
It was reported the customer had insulin squirting out of their insulin pump during a manual prime. The customer's blood glucose was 305 mg/dl. The customer stated they were wearing the insulin pump while priming. The customer also stated they did not notice a gap between the piston and reservoir stopper while priming. The customer was advised to change out their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.